Event description:
Boston scientific received information that this patient was admitted to the hospital due to heart failure. The pacemaker and right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement of lower than 200 ohms, increased pacing thresholds, noise and asystole greater than two seconds. On review, all these parameters were measured in bipolar configuration with normal parameters detected in unipolar configuration. Rv lead insulation damage was confirmed through fluoroscopy. The right ventricular lead was explanted, discarded, and thus will not be returned. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.